Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4) -secondary surgical intervention, exchange (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -10/+4/136 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a longer lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned in vial, in liquid. Visual inspection found haptic torn. Claim# (B)(4).